Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device and x-rays associated with this report were not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was unavailable. Although unavailable for evaluation, it would not be unreasonable to expect some degree of poly material wear after approximately 14 years of implantation. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The patient was revised because of osteolysis and poly wear of the liner.